Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the right ventricular lead exhibited high pacing impedance. The lead position was changed but the issue was not resolved. The lead was not used and replaced successfully. There were no adverse consequences to the patient.